Manufacturer narrative:
(B) (4). (B) (6). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use (IFU). Additionally, restenosis, surgical procedure, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: 9 months post procedure. It was reported that promus stent was implanted on (B) (6) 2009. The pt returned to the facility on (B) (6)2010 for a f/u and the stent was observed to have re-stenosed. The pt was sent for single vessel mini coronary artery bypass graft (CABG) with lima. (B) (4)